Event description:
Found during testing. According to the reporter, the device had a broken pin from the therapy cable broken off into the mating therapy connector. This can cause the defibrillator not to charge or deliver energy. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control international evaluated the device and observed a low voltage pin from the therapy cable broken off and stuck in the corresponding socket of the device's therapy connector. The therapy cable and the device's therapy connector were replaced, and the proper device operation was observed through functional and performance testing. The device was returned to the customer for use.